Event description:
It was reported that this right ventricular (rv) lead showed high pacing threshold and failure to capture in unipolar configuration for more than two seconds. The patient experienced symptoms. There was also stimulation at higher outputs. The device was left programmed as is. It was commented that the issue appears to be inner conductor problem. Patient is being followed by physician. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing threshold and failure to capture in unipolar configuration for more than two seconds. The patient experienced symptoms. There was also stimulation at higher outputs. The device was left programmed as is. It was commented that the issue appears to be inner conductor problem. Patient is being followed by physician. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes h6 field. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing threshold and failure to capture in unipolar configuration for more than two seconds. The patient experienced symptoms. There was also stimulation at higher outputs. The device was left programmed as is. It was commented that the issue appears to be inner conductor problem. Patient is being followed by physician. Additional information was received from the field mentioning that the rv lead has now triggered a lead safety switch due to high, out of range pacing impedances. The device though had been programmed for atrial sense and pace, so the lead was not in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes h6 field. This investigation will be updated should further pertinent information be provided.